Event description:
It was reported that during an external examination on a patient the device alarmed indicating "!!! Device malfunction", and it stopped working immediately upon alarm. No injury or health consequences for the patient were reported.

Manufacturer narrative:
It was reported that during use on a patient the device generated the alarm "device malfunction" and stopped ventilation. No injury or health consequences for the patient were reported. Reportedly a product issue was identified, and the user repaired the device ¿ dräger was not contacted regarding the repair and no information regarding the repair activities is available. Dräger attempted to obtain further information, but this was not successful; a case-specific evaluation is thus not possible and no root cause can be determined. No involvement or service contract with draeger - the manufacturer is not able to draw a concrete conclusion about the root cause of the reported " device malfunction" but it can be emphasized that the situation was alarmed and displayed by the device. The user of this emergency ventilator is always present and can change to an alternative ventilation method that according to the IFU has always to be kept as a back-up immediately.